Event description:
The customer is reporting that they are not getting low battery indicators or warnings with the device, that it will just power off on its own. The reporter stated the device can be powered back on ok manually. There were no reports of any adverse affects as a result of the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed it power down by itself. Physio replaced the system/memory pcbs assembly, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.